Manufacturer narrative:
Qn#(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73b2200708 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that one clip out of six got broken at ligation during a surgery. Therefore, a new cartridge was opened instead. No fragment fell/remained in the patient.

Event description:
It was reported that one clip out of six got broken at ligation during a surgery. Therefore, a new cartridge was opened instead. No fragment fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one lidstock, one empty cartridge, and one broken clip from one unit of 544230 hemolok ml clips 6/cart 84/box for investigation. The returned clip was visually examined with and without magnification. Visual examination revealed that the broken clip was broken in half at the hinge. Evidence of use in the form of biological material was observed on the returned sample. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Per DHR the product hemolok ml clips 6/cart 84/box lot# 73b2200708 was manufactured on 02/22/2022 a total of 15,120 pieces. Lot was released on 03/08/2022. DHR investigation did not show issues related to complaint. The IFU for this product, l02425 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned broken clips were broken at the hinge during ligation. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken at the hinge. The clip breaking at the hinge during ligation was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. Teleflex will continue to monitor and trend on complaints of this nature.